Manufacturer narrative:
Exemption number: e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). MFR site: name and address for importer site: (B)(4). Additional information: age or date of birth, weight, event, relevant tests/laboratory data, other relevant history, brand name, lot#, device manufacture date. Patient codes:no code available (3191): hydronephrosis-not listed in IFU; obstruction (2422)- not listed in IFU; scarring (2061)-not listed. Corrected data: patient identifier, adverse event or product problem. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported the patient allegedly received an implant on (B)(6) 2010 due to pulmonary embolism and gastrointestinal bleeding. The patient is alleging organ perforation and ivc perforation. The inferior vena cava filter was successfully removed on (B)(6) 2017. Per on (B)(6) 2017, computed tomography-abdomen and pelvis with and without contrast (urogram): "impression: 1. Perforated inferior vena cava filter strut extending into the lumen of the right ureteropelvic junction with associated scarring. This causes partial obstruction with mild hydronephrosis. 2. Other perforated inferior vena cava filter struts extend to the endplate of the l4 vertebral body and up to the posterior wall of the duodenum.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. The following fields were updated per additional information received: additional information: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: embedment, tilt. The additional information regarding embedment does not change the previous investigation results for inferior vena cava/organ perforation. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. 20 devices in lot. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Per medical opinion: "positive for perforation (grade 3) and mild tilt, probably negative for migration according to the medical record, the cook select ivc filter was placed on 10/15/2010. CT lumbar spine 09/08/2015. No coronal reformats. Cook select ivc filter. Sup l3 to sup l4. Tilt to left approx 15 degrees. No tilt in sagittal plane. Probably no migration. Grade 2 perforation. Left anterior strut (5 mm outside the ivc) and left posterior strut (8 mm outside the ivc) are in the retroperitoneum surrounded by fat. Grade 3 perforation. Right posterior strut embedded in the right side of the l3-4. Intervertebral disc- 12 mm outside the ivc. Right anterior strut (10 mm outside the ivc) is abutting the right ureter." "CT lumbar spine 09/30/2015...right anterior strut (10mm outside the ivc is in the proximal right ureter".

Manufacturer narrative:
Investigation ¿ investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Unknown if the reported hydronephrosis is directly related to the filter and unable to identify a corresponding failure mode at this time. The following allegations have been investigated: hydronephrosis. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Blank fields on this form indicate the information is unknown or unavailable, or unchanged.

Event description:
No additional information provided at this time.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). (B)(4). Blank fields on this form indicate the information is unknown or unavailable. Catalog# is unknown but referred to as cook celect platinum filter. Occupation: non-healthcare professional. (B)(4). Investigation is still in progress.

Event description:
[Pt] alleges: "CT abdomen pelvis showed ivc filter with multiple perforated struts; one extending into the lumen of right upj w/ scarring and the endplate of l4". Additional information received according to short form complaint filed 15jan2019. It is alleged that [pt] received a cook celect platinum filter on (B)(6) 2010. It is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.